Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6172968. Medical device expiration date: 2016-12-31. Device manufacture date: 2016-06-20. Medical device lot #: 6089686. Medical device expiration date: 2016-09-30. Device manufacture date: 2016-03-29. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for underfill was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were under-filling. There was no report of exposure, injury or medical interventions.